Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found no disposable and high-pressure alarm. Visual inspection and functional check were performed. Investigation, unable to repeat customer's reported problem. Visually inspected the pump's event history logs showed "no disposable and high pressure" alarm messages after pump started. According to the investigation, fluid ingressions were found on pump by chassis of the occlusion sensors. The investigation reported that the "double beep no cassette (while testing/date unknown) issue possible was caused by fluid ingressions. Investigation recommend downstream occlusion sensor with upstream occlusion sensor to be replaced due to yellowish. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited "double beep no cassette". No reported adverse effects.